Event description:
It was noted during a call regarding MRI precautions that the patient's device was explanted due to discomfort. No additional relevant information was received to date.

Event description:
It was reported that a vns patient¿s device had high impedance, which was previously reported in MFR. Report# 1644487-2015-05014. Additional information was received that the patient wanted the device explanted as it was bothersome. Additional relevant information has not been received to-date. No known surgery has occurred to-date.